Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump suspended on its' own continuously. Customer did not use continuous glucose monitoring system. It was reported that insulin pump showed that insulin pump was empty when in fact there was 1.5 units of insulin still in reservoir. Customer awoke with blood glucose of 20.0 mmol/l. Customer had symptoms of vomiting. During troubleshooting, alarm history showed reservoir not seated alarm; pump error alarm, button stuck, and battery lasting less than a week. Caller was not able to continue troubleshooting. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. The insulin pump delivered multiple boluses and monitor; no unexpected bolus anomaly noted during testing. All buttons functioned properly. However, the power management parameters graph has confirmed power system error was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours. After disconnecting and reconnecting the internal battery connector on the printed circuit board assembly, the insulin pump was monitored and functioned properly. The low battery alarm and power system error alarm were noted on formatted history file. No damage was found on the keypad assembly noted. The connector on the printed circuit board assembly was inspected and properly connected. No unexpected replace battery alarm or no reservoir alarm noted. The insulin pump had scratched case, keypad overlay texture damage and minor scratched lcd window.